Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement allegation based on electrical continuity testing indicating that conductors are intact and visual inspection revealed no abnormalities. The tip and tines are intact and undamaged. Moreover, known inherent risk was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.